Event description:
Patient underwent a chest wall reconstruction on an unknown date in 2012. Reportedly a sternal plate is either broken or loose and patient will be scheduled for revision in (B)(6) 2014. This report is for an unknown plate. This report is 1 of 1 for complaint (B)(4).

Manufacturer narrative:
Device is used for treatment, not diagnosis. Device is an unknown plate, unknown 1. Implant date: unknown date in 2012. Device currently remains in the patient. Investigation could not be completed, no conclusion could be drawn as no device was returned and no lot number was provided. Manufacturing records could not be reviewed without a lot number. Placeholder.

Manufacturer narrative:
(B)(4)